Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of the pump module alarming for a completed infusion with fluid still remaining in the bags was not confirmed. None of the reported event date, medication, or programming was present in the pcu event log; therefore, the user¿s programming could not be analyzed, nor could any alarms or other pertinent events which may have occurred during the reported event. Testing and inspection of the returned pump module found no malfunctions and to be infusing within specification. The customer did not return the administration set for analysis. The root cause of the pump module alarming for a completed infusion with fluid still remaining in the bags was not determined.

Manufacturer narrative:
The reported event of fluid remained when the infusion completed could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a secondary infusion of 16mg (53ml) of dexamethasone was programmed to infuse at 200ml/h for a duration of 15 minutes however the pump alarmed empty while fluid remained in the secondary and primary infusion bags. There was no patient harm reported.